Event description:
It was reported the interstim sensation was stronger when they were recharging their spinal cord stimulation (scs) implant. It was stated the scs device and interstim were right next to each other. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v458555, implanted: (B)(6) 2010, product type: lead. (B)(4).